Event description:
This procedure was performed in another country. The helix clotbuster was placed in the blocked vessel and activated. Immediately after activation of the system, the outer catheter material melted under the proximal strain relief. The procedure was stopped and the system was removed. No pt injury and/or intervention was reported.